Event description:
On 11/28/94 an electrophysiology study was being performed on a 68 yr old. A new 8fr catheter was introduced by the attending physician through a venous introducer into the pt's right femoral artery and was advanced without difficulty into the left atrium. After approx five minutes, the catheter was withdrawn and it was noted that some of the outer coating of the catheter had been pulled away from the body of the catheter shaft, no adverse effects to the pt were noted.